Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the scope failed leak test from a-rubber tape. The objective lens and insertion tube have small dents and scratches. There are minor scratches on the surface. The listed parts were replaced. The device is fully functional, and returned to the user facility.

Event description:
The user facility reported that there was an issue with the air/water leakages or fluid invasion. The device failed the leak test. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the contents of this complaint. It was confirmed that the product was shipped conforming to the specifications. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: regarding the leakage on the a-rubber gluing part, since a tear of the bending section rubber and cracks on the gluing part were confirmed, the phenomenon may have occurred due to the application of external force by handling. Regarding the damage to the insertion section, since fine scratches and discoloration have been observed, the phenomenon may have occurred due to external force or chemicals by handling. The legal manufacturer reported that checking the contents of the instructions for use at the product shipment with respect to the insertion section, the following were confirmed. Important information please read before use: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.